Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe broke off at 16.5 mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device while contacting with something hard object, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a total laparoscopic hysterectomy, two thunderbeat devices were used. In the procedure, both the probe fell off into the patient. The fragments were retrieved in the procedure. The procedure was completed with another thunderbeat. There was no patient injury reported. This is the report for the first one of the two devices.